Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's high blood glucose was treated with a manual injection. The customer also reported the time was able to advance on the insulin pump, but the pump was stuck on rewind during troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. No button error alarm noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no buttons response. Unable to confirm rewind anomaly due to unresponsive buttons. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and shifted end cap sticker.